Manufacturer narrative:
E1 - phone number: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) for stone removal in the bile duct, the physician selected a cook memory ii double lumen extraction basket. It was reported that upon opening the package and performing a functionality check prior to endoscope use (before insertion into the body), the device completely failed to open or close. The device is packaged with the basket extended so the basket would have been unable to retract into the sheath. This occurred during a product demonstration; no patient was involved.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted. The handle was manipulated, and the basket did not advance or retract in response to the handle manipulation. The handle would not fully slide to the advanced position and would reach a hard stop when trying to fully advance the handle. The device was disassembled and it was found that the drive wire was separated from the handle. There was nesting of the drive wire observed inside the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the basket out of the sheath. The basket was fully formed and intact. Evidence of solder was present on the handle cannula at the joint. A yellow substance was noted on the basket's distal tip. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report of unable to manipulate the basket. This report was due to a separation of the device in the handle. The cause of the separation is unknown. A corrective action (CAPA) has been initiated to address instances of difficulty during basket advancement and retraction. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.